Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 02/22/2017. Device evaluation: the device has been returned and evaluated by product analysis on 01/31/2017 with the following findings: a review of the pump black box data revealed pump reboots. During testing, the battery cap secured properly to the pump, and the pump powered on with no alarms. The pump was exercised for 24 hours, and no power interruptions were duplicated. The battery cap contact dimensions measured within specifications. The complaint of an intermittent power issue was not duplicated. Unrelated to the complaint, the bolus button cover was punctured; however, the button responded properly to user presses. Additionally, damage due to moisture ingress was observed behind the display. The pump case was removed, and moisture damage was found on the printed circuit board as well.